Event description:
The following was based off of a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2003 - the patient was implanted with a bard flat mesh during a laparotomy, lysis of adhesions, moschowitz posterior cul-de-sac ablation, sacrocolpopexy, burch colpopexy, and posterior repair procedure. (B)(6) 2003 - the patient underwent operative testing and cystoscopy due to obstructed voiding symptoms. There was no mention of the bard flat mesh during this procedure. (B)(6) 2003 - the patient underwent implant of a non bard/davol device the bard flat mesh was mentioned during this procedure, however, there is no indication that the mesh itself was manipulated in anyway during this procedure. Of note, it appears that patient had a suture in the bladder from the previous cystoscopy procedure which was causing an overactive bladder. To correct this issue the suture was melted as the suture was attached to the bard flat mesh on the other side of the bladder.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.